Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device with 6fr sheath after a neurosurgical procedure. Reportedly, after attempted deployment, the starclose se clip remained on the distal end of the sheath and was not deployed in the lesion. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular confirmed the reported issue related to sheath splitting. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Abbott vascular implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.